Manufacturer narrative:
The sample was received on 20 february and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4)

Event description:
After insertion of the catheter, the clinician noticed blood leaking and found the tubing separated from the adapter.